Manufacturer narrative:
Device evaluated by MFR: a 20 x 3.50 promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal to stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a kink located at the base of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable on device analysis completed on 30april2021. It was reported that difficulty to advance and a shaft kink occurred. A percutaneous coronary intervention (pci) was performed on a severely calcified target lesion. A 20 x 3.50 promus premier select stent was advanced, but could not be placed. Multiple attempts to position the stent at the lesion site were made. The device was removed and a shaft kink was noticed. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event. However, the device returned and analysis revealed stent damage.